Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative formatted the hard drive and reloaded the software and the calibration files. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the systems' c-arm would not boot up. No patient injury was reported.